Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 4 years 6 months post implant of mesh ¿ composix, patient was diagnosed with hernia recurrence and abdominal pain. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. This emdr represents mesh ¿ composix (device #3). Additional supplemental emdr's were submitted to represent mesh ¿ composix (device #1) and composix mesh e/x (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by patient's attorney: on (B)(6) 2006 - patient was diagnosed with incisional hernia at colostomy site thereby underwent open repair with the implant of composix mesh (device #1). Per operative notes, ¿the hernia sac was reduced. A composix mesh (device #1) was placed and sutured.¿ on (B)(6) 2007 - patient was diagnosed with recurrent complex incisional hernia and colostomy hernia thereby underwent open repair with the implant of composix e/x mesh (device #2). Per operative notes, ¿the midline scar was removed. There were series of smaller hernias superiorly. The bowel adhesions were taken down. The previous mesh (device #1) had pulled away and curled on the edges. A composix e/x mesh (device #2) was placed along with the mesh (device #1) and sutured.¿ on (B)(6) 2012 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with the implant of composix mesh (device #3). Per operative notes, ¿the previous scar was removed, the hernia sac was reduced and adhesions were taken down. A composix mesh (device #3) was placed and sutured.¿ on (B)(6) 2016 and (B)(6) 2018 - patient was diagnosed with abdominal pain thereby underwent CT scan. Attorney alleged that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries. It was also alleged that the mesh pulled away and curled up on edges.